Manufacturer narrative:
As reported, the patient developed a radial aneurysm after having a procedure with a railway sheath less access system. The aneurysm was detected during the patient¿s follow up. The patient is feeling well and the aneurysm size is slowly regressing. The aneurysm is currently being treated with daily non-cordis band inflation. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU and prepped normally. There were no kinks/bends noted prior to the device being inserted into the patient. Due to a more pronounced incision and a quick twist that is necessary to insert the railway, more force was involved. The aneurysm is thought to have occurred due to excessive torqueing when inserting the guiding catheter over the railway into the radial artery. The transition between the railway and was not smooth. The user noted that there was a gap between the railway¿s inner sheath and the adroit guide catheter in comparison to the vista brite tip railway set. There were no anomalies noted after the device was removed from the patient. The device was discarded and will not be returned for evaluation. A review of the manufacturing documentation associated with lot 17629343 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural and/or handling factors, such as excessive torqueing, may have contributed to the reported event. According to the product IFU, users are cautioned that if increased resistance is felt upon withdrawal of the vessel dilator, investigate the cause before continuing, as excessive force during vessel dilator withdrawal can cause product damage or vascular complications. Furthermore, vascular complications is listed in the IFU as a potential risk associated with radial access procedures. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is 1 of 2 reports involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01290 and 9616099-2017-01292.

Event description:
As reported, the patient developed a radial aneurysm after having a procedure with a railway sheath less access system. The aneurysm was detected during the patient¿s follow up. The patient is feeling well and the aneurysm size is slowly regressing. The aneurysm is currently being treated with daily non-cordis band inflation. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU and prepped normally. There were no kinks/bends noted prior to the device being inserted into the patient. Due to a more pronounced incision and a quick twist that is necessary to insert the railway, more force was involved. The skin was cut with the scalpel and it was noted that the wall of the artery can be pushed by the rim of the guide which may have led to the aneurysm. The aneurysm is thought to have occurred due to excessive torqueing when inserting the guiding catheter over the railway into the radial artery. The transition between the railway and was not smooth. The user noted that there was a gap between the railway¿s inner sheath and the adroit guide in comparison to the vista brite tip railway set. There were no anomalies, kinks/bends noted after the device was removed from the patient. The device was discarded and will not be returned for evaluation.